Manufacturer narrative:
Analysis was performed on the returned device. The returned product observation determined a suture retrieval issue as a link separation was observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the observations from the returned analysis, the investigation determined that the observed link separation appears to be related to operational context. It is likely an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Event description:
It was reported that this was a closure using a prostyle device. Reportedly, an unspecified failure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.